Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation cpu assembly connections were evaluated and reseated. The system software and configuration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system controls locked up and the system failed to properly save patient image data. No patient serious injury or death was reported related to this event.